Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient may have experienced a stroke and experienced hemolysis. During the procedure the guidewire became difficult to move in the catheter due to a deformation in the guidewire lumen and was exchanged for another catheter. Ultimately 118 ablations were performed across the pulmonary veins and cavotricuspid isthmus (cti), the cti ablations were performed with the second catheter and are considered off label for the farawave catheter. They received 1600ml of fluid during the procedure and another 1500 to 2000ml after the procedure. The hemolysis was identified after the procedure and the patient was kept overnight at the facility for the fluid administration and was discharged the following day. The patient reported to the ER the day after their discharge reporting a stroke. The physician later reported that the patient had no neurological findings and that the stroke symptoms may have been "behavioral" and their renal function was improving, although the patient was also experiencing a gi bleed. The defective catheter has been received for analysis.

Manufacturer narrative:
When the catheter was received at boston scientific's post market laboratory it was first visually inspected and it was seen that the guidewire lumen was bent within the spline array. During functional testing they were able to deploy the catheter but the guidewire was difficult to move within the device when it was moved through the bent area. The most likely cause of the physical damage was determined to be unintended user error as this kind of bend is most likely the result of deploying the catheter improperly. Separately, based upon analysis of all available information, bsc's investigation found no evidence to indicate that the renal failure was related to product performance of the farawave. The reported device concerns do not increase the chance of renal failure or similar patient complications. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient may have experienced a stroke and experienced hemolysis. During the procedure the guidewire became difficult to move in the catheter due to a deformation in the guidewire lumen and was exchanged for another catheter. Ultimately 118 ablations were performed across the pulmonary veins and cavotricuspid isthmus (cti), the cti ablations were performed with the second catheter and are considered off label for the farawave catheter. They received 1600ml of fluid during the procedure and another 1500 to 2000ml after the procedure. The hemolysis was identified after the procedure and the patient was kept overnight at the facility for the fluid administration and was discharged the following day. The patient reported to the ER the day after their discharge reporting a stroke. The physician later reported that the patient had no neurological findings and that the stroke symptoms may have been "behavioral" and their renal function was improving, although the patient was also experiencing a gi bleed. The defective catheter has been received for analysis. It was further reported that the patient's renal function has fully recovered and it was confirmed that no stroke occurred in the patient.